Event description:
It was reported that on the sixth day after endotracheal tube intubation, a significant cuff air leak was detected, and the ventilator alarmed for low tidal volume. After the physician confirmed that the cuff had ruptured, the endotracheal tube was immediately replaced. Subsequently, the ventilator alarm ceased, and the patient's vital signs remained stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.